Event description:
It was reported that during a lap "appy" procedure, the device was working and then at one point, the handpiece went bad. The hand activation buttons were not working. Case completed with another device of the same product code. No patient consequence.